Manufacturer narrative:
Continued e.1 zip code: (B)(6). Device evaluation: "the device related to the reported event of rupture was received on april 22, 2020 with lot number 2639202. Visual analysis of the returned device identified: underweight, opening, biological tissue color white, crease flat and red particles in the gel. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening."

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant rupture.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the left side.